Event description:
Pt reported, there was insulin leakage from the cartridge. He cleaned the infusion device and then experienced an occlusion. He changed the "inputs" but this issue continued, and he was unable to retract the piston rod after restarting the infusion device. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E10 and e4 were found in the history list. The pump correctly triggered the e10 error messages due to temporary step loss. This can be caused by too high friction. The occlusion is not the reason for the high friction of the pump drive unit. The e4 is a following issue of the step lose and the too high force value.